Manufacturer narrative:
Update october 27th, 2023: the most probable root cause was determined to be defective mixer valves due to wear and tear, as the ventilator is now approximately 8 years old and therefore reached the expected end of life. The mixer valves have been replaced. The ventilator was tested and calibrated by a certified service technician. Since replacement of the mixer valves, there have been no further complaints for this ventilator in our complaint management system. As no malfunction is involved, this case is no longer considered reportable.

Manufacturer narrative:
Upon service personnel's arrival, a trial run was performed but the fault could not be reproduced. The mixer valve was replaced as tf 5507 implies that it was leaking/defective. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: on (B)(6) 2023, 08:10, the hamilton-g5 was used on a patient. Prior to being used on patient, pre-op checks had been successful. P-simv mode was used with fio2 25%. At 09:45, technical failuire (tf) 5507 was triggered. For patient safety, nurses performed alternative ventilation via bag valve mask. The ventilator was replaced by another hamilton-g5 afterwards.